Event description:
On (B)(6) 2010, a (B)(6) male patient under endovascular aortic repair. The physician deployed a cook 32mm graft a little forward with the plan of pulling it back. However, when they pulled the device back, it came back too far and they had to use another manufacturer's graft as they did not have another cook device. Patient outcome was not provided by the reporter.

Manufacturer narrative:
(B)(4). Improper component placement is labeled in the IFU. Event evaluation: event is still under investigation.